Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The sheath was returned over the membrane. One kink was observed on the catheter approximately 41.4cm from the iab tip. The extender tubing was also returned. The optical fiber was found to be broken near the membrane seal. The evaluation confirmed the reported failures. However, we are unable to determine how this failure may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm and the blood pressure was not displayed. An alternate arterial line was obtained and therapy was continued. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter occupation: clinical engineer event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.